Manufacturer narrative:
Insulin pump passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the occlusion, prime or compromised force sensor system alarm and excessive no delivery test due to compromised force sensor system alarm. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, stained serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. The customer also reported that the pump received compromised force sensor system alarm while changing the infusion set. The customer stated that the drive support cap was flush. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.